Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified vessel. A 6.0 x 40, 75cm mustang¿ balloon was advanced to dilate the target lesion. However, after several number of inflations, the balloon ruptured at 24 atmospheres. The device was completely removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the balloon found a large build-up of blood inside the balloon. A longitudinal tear was visible in the balloon material. The tear was located at 3mm proximal to the proximal markerband and it extended distally for a total length of 14mm. A microscopic examination of the balloon material identified no issues which could potentially have contributed to the tear. A microscopic examination of the markerbands identified no anomalies which could potentially have contributed to the tear in the balloon. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified vessel. A 6.0 x 40, 75cm mustang¿ balloon was advanced to dilate the target lesion. However, after several number of inflations, the balloon ruptured at 24 atmospheres. The device was completely removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.